Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with a blood glucose of about 500 mg/dl at the time of the incident. The customer was given intravenous insulin drip and fluids to treat. The caller reported the customer had symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. The customer was wearing the insulin pump during the incident. The caller was unsure if auto mode was active at the time of the incident. Troubleshooting was not completed as this was a past event. The caller also reported the customer passed on (B)(6) 2019 due to chronic alcohol abuse and ethanol poisoning. The customer had not been wearing the insulin pump for a few months prior to passing. The caller also mentioned two other hospitalization events but confirmed the customer was off the insulin pump for at least 48 hours prior to those two events. The insulin pump will not be returned for analysis.